Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent breast reconstruction revision with 440cc mentor memoryshape breast implants experienced unexplained systemic symptoms post procedure. The patient reported feeling that implants were sore to the point where she couldn¿t wear a bra. This was accompanied by the feeling of knots, and the implants feeling as if the they were moving, with the possibility of device migration. The patient also reported dizziness, hair loss, arthritic pain throughout the body, and feeling sick with the reduced ability to function. The root cause of the patient¿s symptoms is unclear. Mentor is conservatively reporting this event, as the patient was unsure of whether these symptoms were caused by her implants or cancer. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. These implants were replaced in a surgery in which two unknown mentor saline implants were removed in an urgent fashion. Report numbers 1645337-2019-24151 and 1645337-2019-24152 relate to the saline implants. See 1645337-2019-24157 for contralateral prosthesis report.